Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received, however, the investigation has not yet been completed. A follow up report will be submitted once the evaluation has been done.

Event description:
Customer reported that just after hanging an infusion of atgam, the patient noticed the IV set was leaking at the filter. The infusion was set to run on an IV pump as 86ml/hr for 6 hours. The set was changed out and the infusion resumed. No patient harm or medical intervention reported.